Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery during bolus and prime for 4 days. The customer had changed the entire set 5 times and did not find any bent cannulas. It was stated that the last alarm was on the morning of the call. The customer changed the entire infusion set and reservoir and did not have alarms at the moment. The blood glucose at the time of the incident was 13.5 mmol/l. The product will not be returned for analysis.